Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was received with normal operating currents. No battery not compatible alarms, battery depleted alarms or unexpected replace battery now alarm in the long trace and pump history noted. Replace battery alarm and power error alarm confirmed in the long trace. Replace battery alarm occurred after the pump error alarm was cleared. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. Pump was received with keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the energizer industrial batteries are not compatible with the pump. The customer mentioned that the batteries were depleted. The customer stated that the alarm occurred at night and the patient had hyper. The product was returned for analysis.